Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an unspecified spinal surgery. Post-operatively, the patient was suffering a terrible allergic reaction. Reportedly, symptoms of allergic reaction first occurred in (B)(6) 2016, when she was admitted to the ER. It was also reported that on (B)(6) 2016, lab work from allergen test revealed she is allergic to nickel in the implant. Reportedly, symptoms included diverticulitis, redness of arms <(>&<)> legs, frequent yeast infections and anal itching, sore throat, acid reflex, body emits an unusual odor, hair loss, right kidney problems; vomiting, constipation, diarrhea, mouth sours, burning taste in mouth.

Event description:
Levels of implant: l3-4, l5-s1 the patient stated that she is having an allergic reaction to the metal titanium alloy. The patient underwent heavy metal blood test due to the allergic reaction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.